Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in the operating room for a scheduled new system implant. After the atrial lead was positioned it was tested with the result that it evidenced a total lack of sensing, a total lack of capture, and low impedance. In lieu thereof, the physician implanted a different lead which displayed normal functionality and in-range values. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.